Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Reportedly, the patient was admitted due to blood in the sputum. During hospital stay, developed a fever. A pulmonary embolism was also suspected. Furthermore, a candida in the blood of the patient was noted. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.